Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient was on the way for her regular doctor appointment and the cgm reading was 103 mg/dl. But the patient felt that the number was not correct, she was shaking and one of the doctors noticed that she was unwell and asked if she was okay and got a wheelchair. They took a bg reading which was 20 mg/dl and the dexcom receiver did not provided her alarm. Suddenly the patient lost consciousness and was taken to the ER. The patient was treated with IV medication and insulin via pump (for diabetes management). She woke up few hours later. The patient was discharged the same day at 9:00 pm and was accompanied by her friend on the way home. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.